Event description:
Patient was implanted with lcp dia-leta volar distal radius plate and screw construct on (B)(6) 2012, for a radius shaft fracture following an injury on (B)(6) 2012. The patient fell and the plate bent. Patient was returned to the operating room on (B)(6) 2012 for removal of all hardware. Patient was revised with a new lcp plate and screw construct.

Event description:
Pt was implanted with lcp dia-meta volar distal radius plate and screw construct approx 2-3 months ago on an unk date for repair of a distal third radius fracture. The pt fell recently on an unk date and the implanted plate bent. On (B)(6) 2012, the pt underwent surgery to have all hardware removed. Surgeon revised pt to a new lcp plate and screws construct.

Manufacturer narrative:
Additional information received from returned product questionnaire.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of MFR and there were no issues documented during the mfg of these parts that would contribute to this complaint condition.